Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image intermittently disappears when the cable was manipulated. The procedure was completed using a backup glidescope system, which was made readily available. No harm to the patient was reported.

Manufacturer narrative:
The reported glidescope spectrum smart cable was not returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined at this time. Review of complaint history for the smart cable serial number (B)(4) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope spectrum smart cable does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous situation has been adequately captured and characterized by verathon. Corrective action is not required at this time. Verathon will continue to monitor for trends.